Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. Customer¿s low blood glucose level was 40 mg/dl and blood glucose was back to 66 mg/dl and when customer woke up it was 98 mg/dl. The customer treated with drink. Customer performed troubleshoot for low blood level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The drive support cap appears normal. The product was not returned for analysis.